Event description:
The ge oec 9800 fluoroscopy system had image quality issues, where the image appeared to be subtracted. A system reboot was able to restore function to finish the daily procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and upgraded the image processor to a new version to correct the image quality issues. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.